Event description:
It was reported to philips that the device's co2 was not reading. The device was reported to be in use on a patient, but no adverse event to patient or user was reported. This report was generated pursuant to quality plan (B)(4) - quality plan ¿ ecr als service record remediation.